Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure to cannulate the common bile duct (cbd) in order to identify a distal stricture in the cbd. An indwelling drain and stent placement procedure was planned to follow. According to the complainant, during the procedure an olympus v scope 160 was inserted into the pt. The tome device was pulled in an out of the scope several times in order to cannulate the common bile duct. This was not successful. Upon removal of the device from the scope, the tip became "hung up" on the scope elevator causing the tip to become damaged. The procedure was aborted because attempts to cannulate using other devices were also unsuccessful. The pt refused the indwelling drain and stent placement procedure. It was reported that the pt did not want an indwelling drain. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Tip damage. Although the suspect device has been rec'd, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.